Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm over 3 months ago. Aneurysm morphology was not reported and the aortic neck was border line for endovascular repair. The patient was not a surgical candidate and the decision was made to treat endovascularly. After the initial implant, there was no evidence of an endoleak; however, further evaluation approximately 1 month ago showed there was a type 1 endoleak and the decision was made to further intervene. The stent graft was ballooned followed by implant of a palmaz stent and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other (required secondary intervention) - evaluation results: (endoleak). (Border line aortic neck, patient is not a surgical candidate). Conclusion: (border line aortic neck, patient is not a surgical candidate).